Event description:
The following was reported to hamilton medical ag: universal bed mount 161148 almost fell on a patient, she fixed the equipment. The c1 is mounted above the head of the patient and that would be a real pity if it falls on the head. No patient harm occurred as ventilator was never on patient.

Manufacturer narrative:
Hamilton medical ag has not received the device for investigation so far. Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
The incident was reported to the manufacturer "philips ag" for investigation. According to their investigation, this is the first complaint of this kind that was received so far. The device history record showed that the device was manufactured according to specifications. Furthermore, the fixation was reviewed and is found to be sufficient. On the basis of the information we have collected, we assume that there is an isolated case in the hospital in switzerland in which unfavorable influences have accumulated that we have not been able to determine, reproduce and evaluate in a qualified manner to date. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: universal bed mount 161148 almost fell on a patient, she fixed the equipment. The c1 is mounted above the head of the patient and that would be a real pity if it falls on the head. No patient harm occurred as ventilator was never on patient.